Event description:
The reported description notes that spo2 monitoring ceased for a 10 minute period.

Manufacturer narrative:
(B)(4). It is unknown whether the monitor alarmed or gave any technical inops to notify the user. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.